Event description:
Medtronic rec'd info that the pt with this bioprosthetic aortic valve was admitted to the hosp with exacerbated copd. While in the hosp, the pt developed clinical cardiac decompensation. A tee was performed which identified second to third degree aortic stenosis with hypomobility of all three leaflets, particularly the non-coronary cusp. The pt's circulation was stabilized using diuretics, and the pt was referred for surgical correction of the aortic valve. Medtronic rec'd add'l info that the pt expired. The circumstances of the death are not known at this time. The valve had been in svc for approx 3 months.

Manufacturer narrative:
Eval method: device history reviewed. Results: device history review found the prod met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: to date, this prod has not been returned. Without return, analysis is limited to review of the device history record, which shows that this prod met mfg specs when released for distribution. Conclusion: no definitive conclusions can be drawn at this time regarding the performance of the device, as the prod has not been returned for analysis. It is unk if the valve was explanted prior to or following the pt's death. Add'l info has been requested from the hosp. Should add'l info be rec'd, a f/u report will be submitted.